Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse identified that the instrument was picking the wrong peak due to check valves. The fse replaced the check valves. The fse confirmed that the retension time and pressure is now stable. The fse calibrated the instrument and tosoh control 7045 were run successfully. Ten patient samples were run and all retention times were normal. The probable cause of the event was a bad inlet check valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported peak pattern issues with their g7 analyzer. A field service engineer (fse) was dispatched. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.